Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified left anterior descending artery. A 2.25mm x 8mm nc emerge balloon catheter was advanced for dilatation. However, during the first inflation at 12 atmospheres for 5 seconds, the balloon ruptured. The device was removed without any problem and the procedure was completed with a different device. There were no patient complications nor injuries reported and patient condition was good.